Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer was unable to interrogate to devices. The rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the ECG (electrocardiogram) connector was loose on the lem printed circuit board assembly. Cooling fan was intermittent noisy and the plastic handle was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer was unable to interrogate devices. A new radio frequency (rf) programmer head was tried with no success. It was suspected that the fitting for the programmer head was damaged. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.